Event description:
Customer reported an over infusion of tpa. A pt with symptoms of a stroke rec'd a 4.9 ml bolus of tpa at 1640 in the ed and then a continuous infusion at 49 ml/hr for one hr was started. The pt was placed in an ambulance for transport to a different medical center. One hr later, ems personnel called the ER of the receiving medical center to report a change in the pt's condition (specific change not provided) and that the tpa was still infusing. Via radio contact with the receiving medical center, the emt-p was instructed to stop the infusion of tpa and divert to the nearest hospital for pt eval. The pt was evaluated at the nearest hospital; no intracranial hemorrhage identified and the pt was transported to the receiving medical center. A f/u with the receiving medical center showed the pt was recovering from the cva with little or no deficient. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The event pump module serial number was not identified; the device was not sequestered and would not be returned for eval. The associated pc unit was returned. The customer requested an event log review to determine user programming. A f/u report with the log review results will be submitted once the log is completed.